Event description:
Filter was deployed and only two of the legs were engaging the cava wall. The doctor used a catheter and freed the remaining legs. The filter remains implanted and functioning fine.